Event description:
During a low anterior resection procedure that the surgeon tried to reposition the device and tried to close but would not . Tried to close in the air, but it would not. Opened a new device and continued with the procedure. There was no adverse patient consequence.